Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc). For evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic sphincterotomy (est), the subject device was used. The cutting wire of the subject device broke. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The cutting wire became extremely hot and broke since the contact length of the cutting wire and the tissue or the distal part of the endoscope was very short while the subject device was activated, and spark occurred. The coating was damaged due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted to the metal part of the forceps elevator while the device was activated, and it caused spark. Then, a part of the cutting wire became extremely hot, resulting in breakage. The above device handling has warned in the instruction manual.